Event description:
A customer contacted beckman coulter inc. (Bci) in regards to damaged access ostase calibrator vials, which leaked the content. Two calibrator boxes were affected by the two damaged ostase calibrator vials. The customer did not report effect to patients or end users in association to this event.

Event description:
...

Manufacturer narrative:
An investigation of damaged ostase qc and calibrator vials was conducted at bci. It was determined that the glass vials are not compatible to freezing at -70ºc.

Manufacturer narrative:
(B)(4)